Manufacturer narrative:
Other, other text: one medfusion 4000 pump was returned for the evaluation of the reported issue. It was received with cracks on the lower left front corner of the top case, cracks and chips on the right plunger case, and partially separated and missing portion of the bottom case seal. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log couldn't be investigated due to power up problems. To further investigate, a power up test was performed. Power up couldn't be performed to verify the force sensor test error; the pump was unable to be powered up. This was most likely because the right plunger case was cracked and partially separated; also some components were misaligned inside plunger assembly which might have caused the intermittent alarm of the force sensor. Lastly, the power supply is not working. It was determined to be damaged by the customer, mostly. The right plunger case was replaced, the plunger assembly was reassembled, the power supply was replaced, and then the pump passed all functional testing.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure / force sensor test and was not charging. No adverse effects were reported.